Event description:
The customer reports: "wire guide and dilator bend during passage. By removing the wire, it unravels, making it difficult to stabilize the patient". Another device was used without incident.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring-wire guide (swg) for investigation. Visual inspection of the guide wire revealed multiple kinks throughout the guide wire body. Both the distal and proximal welds were intact, full and spherical. Visual inspection of the dilator could not be completed since the dilator was not returned. The kinks in the guide wire measured 10mm, 35mm, 116mm, 131mm, 170mm, and 289mm from the distal tip. The overall length of the guide wire measured 601mm which is within specification of 594-604mm per product drawing; therefore no pieces of the core wire appear to be missing. The outer diameter of the guide wire measured 0.808mm which is within specification of 0.788-0.826 per product drawing. The undamaged portions of the guide wire were able to pass through an inventory ars connected to an inventory intro needle with minimal resistance. The returned guide was also able to pass through an inventory dilator similar to the one provided within this kit (8.5f) with minimal resistance. A manual tug test confirmed that the distal and proximal weld were intact. A device history record review was performed on the guide wire and dilator and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the proximal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and dilator resistance could not be determined based upon the information provided and without the dilator being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Additional information received indicating that the patient was transferred to intensive care due to hemodynamic instability. The customer reports that the teleflex device was not a factor in the transfer to intensive care.

Event description:
The customer reports: "wire guide and dilator bend during passage. By removing the wire, it unravels, making it difficult to stabilize the patient". Another device was used without incident.